Event description:
It was reported that the insulin gauge was inaccurate. After troubleshooting, customer continued to use pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.